Manufacturer narrative:
Inner insulation damage was noted at 10.0 cm from the connector pin, consistent with overtightened suture sleeve tie. This overtightened suture sleeve tie is consistent with the observation from the field of low lead impedance and insulation crush under suture sleeve.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the lead was not used when low impedance and insulation crush under the suture sleeve were observed. No further information is available.